Event description:
It was reported that approximately 6 weeks postop from an occipital cervical fusion for myelopathy and cord compression at the c1 level, the patient felt a pop in her neck and she had an increasing pain and an audible clicking sound in her neck. Radiograph studies including flexion views between the polyaxial head and the plate is broken with a slight anterior sublux. The patient underwent revision of occiput- t1 instrumentation. The intended procedure was an occiput to t1 instrumented fusion.

Manufacturer narrative:
Results: manufacturing records were not reviewed due to no parts or lot being provided. Conclusion: no further information was provided on this case and no parts were returned, so the cause is not determined.

Event description:
It was reported that approximately 6 weeks postop from an occipital cervical fusion for myelopathy and cord compression at the c1 level, the patient felt a pop in her neck and she had an increasing pain and an audible clicking sound in her neck. Radiograph studies including flexion views between the polyaxial head and the plate is broken with a slight anterior sublux. The patient underwent revision of occiput- t1 instrumentation. The intended procedure was an occiput to t1 instrumented fusion.